Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. There were no additional adverse patient effects reported. All available information indicates that this crt-d is still in service.